Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had replace battery alert. Customer's blood glucose level was 172 mg/dl. Customer did not receive a low battery alert prior to the replace battery alert. It was also stated that the new battery did not resolve the issue. The device will not be returned for analysis.